Event description:
A surgeon reported two cases of toxic anterior segment syndrome (tass). Both pts diagnosed had received balanced salt solution (bss). The pt represented in this report was the sixth of a total of eleven pts having surgery on that day. A completed questionnaire was returned by the surgeon reporting that the procedure performed on the pt was a scheduled cataract extraction with intraocular lens implant. The symptoms were noted at the one day post-operative visit. The pt's symptoms resolved after being treated with "intense" topical steroids. No culture were taken.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of (B)(4) 2011 through (B)(4) 2012; this is the second complaint reported for this issue. No lot numbers specific to this event were provided; therefore, lot history and DHR review not possible. The root cause of the customer's complaint is not known; a sample was not returned for investigation. (B)(4).